Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that pt had a gastric obstruction, with significant distention of the stomach over the adjustable gastric band. The band was removed with no pt complication.